Event description:
When flushing PICC line to prepare for insertion, noted hole in extension tubing - fluid leaked from hole when flushing PICC catheter. Hole was in extension tubing connected to red port and was on the side with the wire for the 3cg and sherlock. Found before PICC was inserted into patient so no harm to patient. Obtained new PICC for insertion into patient. Vendor contacted and picked up defective PICC. FDA safety report ID # (B)(4).